Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing of the stapler, the reload would not fire to the end of the cartridge, which required surgeon to cut the reinforcement material. There was no patient injury.